Manufacturer narrative:
H1 - malfunction corrected to serious. H6 - 2199 corrected to 4627 and 3189 corrected to 2993. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.5/2.5/088 (sphere/cylinder/axis), implantable collamer lens had patient contact. Additional information has been requested but none has been forthcoming.